Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with lucea 100 surgical light. Initially claimed issue was not considered as safety related. However, photographic evidence provided by the customer on 5th november 2021 showed the crack in cover led to missing plastic particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with lucea 100 surgical light. Initially claimed issue was not considered as safety related. However, during visit to perform verification in customer¿s facility, it was detected that the crack of cover led to missing plastic particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as particles of cover were missing, and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Cracks were detected on the light head covers, at the edge of the on/off button. The user can visually detect the cracks during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective cover of the affected device (ard368614998 lower cover with fork). For cleaning, the IFU warns the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during daily inspections. We believe that overall the devices on the market are performing correctly. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manfuacturer's reference number (B)(4).